Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was provided for review and showed a stent graft present in the femoral arteries and abdominal aorta. Calcification also present in the femoral arteries. The procedural imagery showed a few valve struts appear bent on the inflow. The valve appears partially aligned (at the proximal alignment marker). The flex tip does not appear flush against the valve. The device post-procedure shows intima present over the flex tip, covering the crimp balloon and extending over the valve. The intima was then stripped off the balloon revealing the bend valve struts. A device history review (DHR) was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history revealed no other similar complaints. Complaint data for the previous 12 months (june 2018 through may 2019) was reviewed for the commander delivery system (all models and sizes). A review of the complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. Instructions for use (IFU) and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. No IFU or training deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The reported event was confirmed by imagery review. However, no potential manufacturing non-conformances were identified. A review of manufacturing mitigations supported that the device has proper inspections in place to detect issues related to the reported event. Based on the applicable DHR review, lot history review, and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. No IFU/training material deficiencies were identified. In the imagery provided, the flex tip was not flush against the valve, which suggests that it may not have been against the valve during retrieval attempts. This would make the valve struts susceptible to interaction with the native vasculature or the sheath tip during retrieval resulting in difficulties. Imagery review also revealed that valve struts were bent. With the valve in this condition, it is likely that the valve caught on the native vasculature during retrieval attempts further complicating retrieval into the sheath tip. As such, available information suggests that procedural factors (flex tip not flush against the valve during retrieval; bend struts) contributed to the reported events. As no manufacturing non-conformances were identified and the complaint rate did not exceed the respective control limit, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. This report refers to the delivery system used during the procedure.  Please reference related manufacturer report no: 2015691-2019-02103 that refers to the valve that was used during the procedure. Investigation is underway.

Event description:
As reported by a field clinical specialist, the patient has a pre-existing ¿triple a stent graft¿ in the common iliac artery. The 16f esheath was inserted and dilators were used. Push force was needed to insert the 29mm sapien 3 valve and commander delivery system through the esheath. After the valve was pushed through the sheath multiple bent struts were observed. During withdrawal of the delivery system and valve through the sheath, the valve bent struts seemed the cause difficulties with withdrawing through the sheath. The devices were to be removed as one unit but during removal the patient's external iliac was injured. Vascular surgery was performed to repair the damage. A valve was never implanted in the patient. Patient is currently stable.